Event description:
Pump declared altitude alarm 21 and customer's insulin was suspended due to this condition. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes, reconnect the cartridge, and resume insulin delivery, but the alarm recurred with a new cartridge. Customer was advised to wait two hours for moisture evaporation, and technical support planned to follow up.